Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned yet.

Event description:
It has been reported that during knee replacement surgery, while inserting the femoral component, the impactor broke. No patient injury was reported.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet - (B)(4).

Event description:
During surgery, while inserting the femoral part, the impactor broke. No adverse consequences were reported.